Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shock therapy due to atrial fibrillation (af) that was initially detected in the vt-1 monitor only zone, but then accelerated into the vt zone. The delivered shock successfully converted the patient's atrial fibrillation (af). A boston scientific technical services consultant discussed turning off the monitor only zone and adding detection enhancements or to add atp to the monitor only zone to continue inhibiting into the next zone as the rhythm accelerates. The device functioned as programmed, however is not intended to shock for atrial arrhythmia's.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.